Event description:
Fowler skin panels fitted upside down so that when the fowler was raised, the edges of the deck and fowler skins were in a collision state and the edge of the fowler skin splintered.